Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4).

Event description:
Kimberly-clark received a report from (B)(6) stating during the patient's morning suction control process the patient started to cough heavily. The clinicians checked for possible causes and found out that the microcuff was empty and could not be reinflated. The pilot cuff inflation line detached. The patient was extubated an reintubated. The clinicians were unable rule out the possibility that the patient, who suffers hypoxic brain injury with intermittent myoclonia, chewed on the tube. No additional information was provided in regards to the patient's status.